Event description:
Rptr has had poor results with these systems. When she consulted the MFR, she was advised to increase the heat setting and the number of passes per application, well beyond the FDA approved limit. The recommendation was also clearly above the recommended settings in the operator's manual. The rptr is concerned that others may take this advice and it will result in an injury. She was also concerned that the co would even make such a recommendation.